Manufacturer narrative:
The serial number of the e 801 analyzer used at the customer site was 42j9-08. The serial number of the e 801 analyzer used at the other laboratory was requested, but not provided. The patient's samples were requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they had issues testing two samples collected from one patient and tested with elecsys troponin t hs on cobas e 801 analytical unit analyzers. It is suspected that the patient's samples contain and interfering factor against a component of the assay. The customer ran the two samples on their e 801 analyzer and no troponin t results could be obtained, only a flag indicating an issue with the measurement signal (too low). The samples were sent to another laboratory for testing on their e 801 analyzer and the same occurred. No troponin t results could be obtained, only a flag indicating an issue with the measurement signal (too low).